Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the new insulin pump was not working and the end of it where you put in the reservoir broke half way off at the edge and decided she should properly use it and went back to using her new pump. The blood glucose was unknown at the time of the incident. The device will not be returned for analysis.